Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Guidant received additional information from technical services that this sales representative had called to discuss possible los of capture during a pacing threshold test.